Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of emergency room visit was 56 mg/dl. The customer cause of emergency room visit was the pump gave her too much insulin. The customer was advised to follow up with health care provider. The customer reported again there is low blood glucose and she was hospitalized. Customer's blood at time of admission was 58 mg/dl. The customer has 2 lows blood glucose.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.